Event description:
It was reported there was a flipped pumped. The healthcare provider (hcp) was unable to refill the pump in the office and confirmed the flipped pump under x-ray. The hcp manually flipped the pump and then refilled it. There were no patient symptoms or injuries related to the event. The medication in the pump was infumorph. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported surgical intervention was required. It was reported the patient did not receive pain relief from the pump. It was also reported there was no injury or adverse event to the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).